Event description:
Medics responded to a witnessed arrest, first responders were already on scene, they had shocked the pt three times with their AED, and CPR was in progress. The pt was transferred to the als device, using the same electrodes. The pt was determined to be in coarse v-fib at that time. Medics shocked the pt once and the pt converted to a rhythm that resembled a narrow, pulseless, v-tach. The pt was placed in the transport rig. The pt was shaved and new electrodes were attached. The pt's waveform continued to be displayed as narrow v-tach. The pt was shocked 15 more times during the 40 minute transport. At the hospital the pt was transferred to a hosp defibrillator, the same electrodes were used. The hosp device displayed the pt's waveform as asystole. The pt was not resuscitated. The reporter indicated the department medical director concluded the pt's outcome was not a result of device operation. The autopsy findings could not determine cause of death.